Manufacturer narrative:
Device met specifications. Patient's bone did not heal in a timely manner as it is still not healed after 8 months. Replacement surgery planned for (B)(6) 2022. X-ray images of the broken plate provide sufficient information.

Event description:
Left bsso plate broke after approximately 8 months and will be replaced with new bsso plate.

Manufacturer narrative:
Both bsso plates met specifications. Patient's bone did not heal in a timely manner as it is still not healed after 8 - 10 months. H3: x-ray images and pictures of the broken plates provide sufficient information.

Event description:
Left bsso plate broke after approximately 8 months and will be replaced with new bsso plate. Additionally, the right bsso plate broke after approximately 8 -10 months and will be replaced with new bsso plate. Revision surgery scheduled for (B)(6) 2022.